Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it had been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that despite the safety shield being engaged after use, there was a small round hole at the top of the safety mechanism in which the contaminated needle was sticking out. The employee was stuck by the needle. Blood tests were completed but the results will not be shared by the customer due to hipaa of the involved employee. No further medical intervention was required and no follow up care is needed.